Manufacturer narrative:
Model number/catalog number 72404155 serial number null. Batch/lot number 1000483599 model/catalog description reservoir 65 ml pc/iz. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient and the healthcare professionals were having difficulty with the activation of an inflatable penile prosthesis (ipp). When the pump was squeezed, they were not able to realize the "pop" and the pump would stay flat after squeezing. A "gurgling" sound was described to be heard when the component was pressed. Patient liaison provided troubleshooting techniques including burp, anti-stiction, reboot and manual resetting. The patient would attempt these maneuvers and contact the facility if success was not achieved. The patient stated there was a "slit" in one of the tubes so the device would not hold pressure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported activation issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient and the healthcare professionals were having difficulty with the activation of an inflatable penile prosthesis (ipp). When the pump was squeezed, they were not able to realize the "pop" and the pump would stay flat after squeezing. A "gurgling" sound was described to be heard when the component was pressed. Patient liaison provided troubleshooting techniques including burp, anti-stiction, reboot and manual resetting. The patient would attempt these maneuvers and contact the facility if success was not achieved. The patient stated there was a "slit" in one of the tubes so the device would not hold pressure. Two months later, a CT scan was performed in which fluid loss was identified due to it showing an empty reservoir. A replacement surgery was performed in which a hole was identified in the right proximal cylinder believed to have happened during implant possibly by a suture needle. The physician did not believe a malfunction caused the hole in the device. The existing device was removed and replaced without any patient complications.